Manufacturer narrative:
It was confirmed that there were no malfunctions reported for the farawave catheter. Additionally, the reported patient conditions were confirmed to have occurred prior to the use of the boston scientific device, noted to be a condition of the patient prior to the ablation procedure. Hence, boston scientific no longer considers this event to be related to the farawave catheter. Therefore, a correction to the initial MDR in block(s) patient identifier (a1), in section a - patient information and patient codes, impact codes and device codes (f10 and h6), in section f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced hemorrhage and fibrosis. It was reported that a farawave catheter was selected for a clinical procedure. The mapping revealed a leak into the left upper vein. There was also significant scarring along the left upper pulmonary vein. Therefore, ablated the posterior wall for complete isolation of the left upper pulmonary vein. Farapulse was used. No more information provided. Product return is not expected.

Event description:
The patient experienced hemorrhage and fibrosis. It was reported that a farawave catheter was selected for a clinical procedure. The mapping revealed a leak into the left upper vein. There was also significant scarring along the left upper pulmonary vein. Therefore, ablated the posterior wall for complete isolation of the left upper pulmonary vein. Farapulse was used. No more information provided. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
The patient experienced hemorrhage and fibrosis. It was reported that a farawave catheter was selected for a clinical procedure. The mapping revealed a leak into the left upper vein. There was also significant scarring along the left upper pulmonary vein. Therefore, ablated the posterior wall for complete isolation of the left upper pulmonary vein. Farapulse was used. No more information provided. Product return is not expected.

Manufacturer narrative:
The device did not return for analysis; therefore, product analysis could not be performed. However, based on the analysis, the event description indicates that the device was used for posterior wall ablations, which is considered an off-label use. Hence, the reported allegation of user used incorrect product for intended use was confirmed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.